Event description:
It was reported that on (B)(6) 2013, the nurse found the patient's catheter was out of the position 5cm when she was preparing to maintain the catheter. She reported it to the doctor. The doctor checked and confirmed that the catheter was separated from the cuff. A new device was placed.

Manufacturer narrative:
The complaint of a detached surecuff/ heat sleeve is confirmed. Gross and microscopic examinations confirm a complete separation of the surecuff/ heat sleeve from the catheter. At this time the mechanism of damage is undetermined. The detached heat sleeve/surecuff was not returned for evaluation. A lot history review (lhr) of reul0517 showed no other similar product complaint(s) from this lot number.